Manufacturer narrative:
The information provided in product code and common device name were incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose on (B)(6) 2017 with unknown blood glucose levels at the time of the incident. The customer kept treating as the sensor was reading high, and they wound up over bolusing. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as customer declined. Customer discontinued pump use as they have not received training. The insulin pump will / not be returned for analysis.